Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) inaccurately diagnosed supra ventricular tachycardia (svt) data as vt/vf episode data. The ipg remains in use. No patient complications have been reported as a result of this event.